Event description:
It was reported that the customer's fill estimate was inaccurate. The customer would load insulin before inserting the cartridge. During troubleshooting, the customer loaded a new cartridge and a proper fill estimate was displayed. There customer's blood glucose level was impacted (480 mg/dl).

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. The addition or removal of insulin from a filled cartridge will result in an inaccurate display of insulin level on the home screen. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.